Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that when the patient came into the clinic for an interrogation the electrode impedance measurement was 400 ohms. Discussion with the clinic found that during a left ventricular assist device (lvad) procedure, the physician inadvertently cut or clipped the electrode. Therapy was programmed off in the subcutaneous implantable cardioverter defibrillator (s-ICD) and the physician plans to do a revision at a different date. The s-ICD remains implanted and no adverse patient effects were reported.